Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of lioresal for intractable spasticity related to multiple scierosis. The hcp noted the pump contained more drug than anticipated on refill. The hcp performed a rotor study and found that the pump rotor was not moving on x-ray. The pump was explanted in 1999. The device was returned to the MFR for analysis.